Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which it was identified that the tubing had fractured above the pump causing fluid loss. The cylinders and pump were replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 0179195008. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4).